Event description:
Four catheter catheterization for ablation for dysrhythmia. During catheter manipulation, pt experienced chest discomfort. Echocardiogram showed pericardial effusion. To surgery for pericardectomy. Probable perforation of ventricle secondary to anatomically peculiar superior vena cava.